Event description:
The patient experienced stimulation in the wrong location. She had the neurostimulator removed because she had to have a "tear repaired" that was due to the device. Further information was requested from the healthcare professional.

Manufacturer narrative:
.